Event description:
The customer reported that 5 ml of fluid leaked from the coulter lh 500 hematology analyzer and onto the counter while running controls. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found and replaced cut tubing through pinch valve (pv37) to resolve leak. The fse found that fluid had leaked onto solenoid (lv5) causing pinch valve (pv3) not to activate, so he replaced lv5. (B)(4).